Manufacturer narrative:
Findings: motor error alarm as well as another alarm during rewind due to motor encoder signal out of phase. Unable to verify excessive no delivery alarm due to motor error alarm. Pump received with cracked case at display window corners, battery tube threads, minor scratched display window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 146 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.